Manufacturer narrative:
Site registered nurse (rn) declined to provide patient demographic information. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Surgeon alleged not having accurate navigation for the axiem ventricular-peritoneal (vp) shunt. The medtronic representative tested the navigation system with axiem tracer on a demo model attempting recreate this inaccuracy, however, found the reported issue could not be replicated. Navigation with this system was accurate. System performed as intended. - (B)(6) 2015 the site nurse that was in this surgery, stated that navigation was good, the catheter moved when removing the non-invasive introducer and was not picked up by the surgeon. Only after they performed an x-ray, at the end, did they notice the catheter had moved. - (B)(6) 2015 a medtronic representative, following-up at the site, reported the surgeon claimed that the event was due to his error and he was not inaccurate due to navigation. - no parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site neurosurgeon, alleging an inaccuracy occurred while navigating in a shunt placement procedure. No specific measurement of inaccuracy was provided. No further details were provided. Delay in therapy was greater than one hour before continuing. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.